Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a bd 5ml syringe with 22ga 1-1/2in needle had a cracked barrel and leaked solution.

Manufacturer narrative:
Describe event or problem: it was reported that a bd 5ml syringe with 22ga 1-1/2in needle had a cracked barrel and leaked solution. This occurred on 5 separate occasions but the date/time and or patient information is unknown. Investigation summary: DHR:we have reviewed our production and inspection records and have established that all production and quality processes were carried out normally. Neither qn nor ncmr's. Syringes were packaged in machine nº2024 (march 7th ¿ 8th, 2018). Syringes were assembled in lot #8064839. Research has found no problems, defects or qn related to the reported issue. We have also reviewed the barrel lots #8065743, #8058723, and no problems, defects or qn related to the reported issue were found. We have also reviewed the plunger lots #8065747, #8058728, #8050851, and no problems, defects or qn related to the reported issue were found. We have been provided with a picture of the affected sample. Visual inspection of the photo presented the barrel broken. That confirmed the reported issue. Conclusion(s): the material used to manufacture discardit syringes has been selected and tested to resist normal conditions of use. The assembling machines have an on-line detection system that inspects 100 % the syringes, rejecting automatically the syringes with broken parts. Based on this fact, and after analyzing the returned picture of barrel crack, we think that crack could occur because of some strong condition during handling or transport of the product.

Event description:
It was reported that a bd 5ml syringe with 22ga 1-1/2in needle had a cracked barrel and leaked solution. This occurred on 5 separate occasions but the date/time and or patient information is unknown.